Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl; cause was not known. Customer consumed carbohydrates to initially address bg. Subsequently, the customer went to the emergency room and was hospitalized where healthcare providers administered intravenous fluids of saline to treat the low bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.